Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a device malfunction with cylinder 1 based on the identification of fluid leak attributed to input tube wear. A pump malfunction was also identified as the pump failed the deflation test. The deflation test (3) verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. Both device malfunctions would directly affect the overall functionality of the device and are therefore concluded as the most probable cause of the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided.

Manufacturer narrative:
E1 updated. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a device malfunction with cylinder 1 based on the identification of fluid leak attributed to input tube wear. A pump malfunction was also identified as the pump failed the deflation test. The deflation test (3) verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. Both device malfunctions would directly affect the overall functionality of the device and are therefore concluded as the most probable cause of the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided.